Manufacturer narrative:
The device investigation is completed. It was observed that there was a mechanical break at the distal tip of the fiber. The area of breakage indicated a longitudinal force was applied to the tip. It is suspected that device was mishandled by the user. Per device IFU, under the "precaution" section, it is stated "do not bend fiber at sharp angles." And "care should be exercised with the glass tip to avoid severe impacts or side stresses which may fracture the tip." Please note, this is innovoyce's first electronic report, and it was delayed due to issues with the esg portal signing certificate verification process. FDA's MDR policy was notified.

Event description:
Innovoyce received a customer report of a product problem with the .600 ktp fiber, where the fiber "broke off inside a patient" during a routine procedure. The physician retrieved the piece of fiber from the patient and the patient was intubated as a precaution. There was no patient harm.